Event description:
A nurse reported that a surgeon experienced poor cutting performance of a knife during surgery. In several instances, another knife was used to continue with the case. There was no pt harm. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).